Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis found that one psee60a device was returned with the handles shrouds removed and damaged and with one ecr60w cartridge reload present. The reload was received fully fired. In addition the frames were noted to be damaged. No functional test was performed due the condition of the device. The damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No lot or batch were provided, bhr could not be performed.

Event description:
It was reported that the battery of device had error in firing. No patient consequence reported.